Manufacturer narrative:
Devices photo evaluation completed on january 21, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Device photo was received on december 25, 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 550cc silicone prosthesis experienced right sided rupture post procedure. The rupture was confirmed by the MRI examination. As a result, patient underwent bilateral replacements with cat #: shpx755 on (B)(6) 2020.

Manufacturer narrative:
Additional information received on january 21, 2021 indicated that the patient also experienced capsular contracture grade ii, on the right side. The replacement devices serial number on the left is (B)(6), and on the right side sn#:(B)(6). Device photo received on january 21, 2021. Manufacturer¿s reference number: (B)(4).